Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was prompting an error 4 message. Per the onetouch verio iq user guide this message prompts when there is a strip fill problem. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) on (B)(6) 2012. The patient confirmed that the alleged issue began approximately four weeks prior to contacting lfs. The patient said that she manages her diabetes with novolog insulin (before each meal, based on her blood glucose results) and lantus insulin (before bed, based on blood glucose results, "usually between 2-6 units". The patient mentioned that she tests her blood glucose 4 times per day and that her normal blood glucose results are between 95-120 mg/dl. The patient denied making any changes to her normal diabetes management due to the alleged issue starting. The patient claimed that she was unable to test her blood glucose at lunch time on the day of the alleged issue, due to the alleged error 4 message and so she estimated how much insulin to give herself (unknown dose). The patient claimed that she developed symptoms of "dizziness and difficulty seeing things across the room" a few minutes after administering herself the insulin dose. The patient told the mss that she continued to try and obtain a blood glucose result with the subject meter, until she was able to obtain a result (after 6-11 test strips, approximately 10 minutes after the onset of symptoms), of "49 mg/dl." The patient told the mss that immediately after obtaining the "49 mg/dl" result, she treated herself with glucose tablets (unknown amount) and stated that she felt better within 25 minutes. The patient mentioned that she did not have any issues with the subject meter when she tested her blood glucose on the morning of the alleged issue. The patient said that she obtained a "normal blood glucose result" (was unable to recall the exact result) on the morning of the alleged issue and does not think that she administered insulin at that time. At the time of troubleshooting, the cca confirmed that the patient was not using the subject meter for the first time, that the patient was not using expired test strips, and that she was using the correct testing process. The alleged issue was resolved with troubleshooting. However, the replacement product was still sent to the patient. The complaint is being reported as an adverse event because the patient reported obtaining a blood glucose result suggestive of acute hypoglycemia, developing symptoms suggestive of a serious injury and requiring treatment because she was unable to test her blood glucose and administer the correct insulin dose as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.